Event description:
It was reported that there was a loss of motorized movements. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cradle was dismantled and a pin was replaced. The system was tested and found to be working as intended and returned to svc.